Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of pain with an infusion set due to site issue. This lead to hospitalisation. Patient was given an antibiotic at the hospital.the site was reported to be thigh. Patient confirmed skin issue associated with product insertion site. The symptom experienced related to the site issue was feeling pain on his thigh. No further information available.